Event description:
As reported during use the fogarty embolectomy balloon would not deflate during a thrombectomy. No additional information was available. The device is not available for evaluation after multiple attempts were made for additional information and product return status.

Manufacturer narrative:
The device was not returned for evaluation and the device history record was not reviewed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. As part of preparation, the instructions for use IFU states to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion.